Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a non-penumbra microcatheter. During the procedure, resistance was encountered when a ruby coil was advanced halfway into the microcatheter. Upon retraction, the physician noticed that the ruby coil had unintentionally detached in the microcatheter. Therefore, the physician flushed the detached ruby coil into the target vessel. Subsequently, the microcatheter was removed. The procedure was completed using another ruby coil and a new non-penumbra microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pusher assembly was fractured and kinked near the fractured location. This damage likely occurred due to advancement against resistance during the procedure. If the pusher assembly fractures, the pull wire may retract from the pusher assembly distal detachment tip and the embolization coil may detach from the pusher assembly. The detached embolization coil was not returned for evaluation. Further evaluation of the device revealed additional kinks on the pusher assembly. This damage was likely incidental to the complaint and may have occurred during packaging for the device return. Penumbra products are visually inspected during in-process and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.